Event description:
It was reported that during a laparoscopic appendectomy procedure, the articulation was broken in the sterile packaging. The articulation knob was turned about twenty degrees to the left, however, the device shaft was not articulated. The surgeon decided to use the device anyway, case was completed without complication. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 12/22/2008. Evaluation summary: the analysis showed that the device was received with the articulation gear damaged. The device was received with s reload present. The reload was received void of stapled and with the lockout tab normal. The device was tested for functionality with a test reload on the three articulated positions and it fired, cut and formed the staples as intended. The device was disassembled to verify condition of the internal components and the right articulation gear teeth were found damaged. While no conclusion could be reached as to what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop, resulting in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to endure the device meets the required specifications. In addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.